Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2017 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. It was noted that the patient knew there was at least morphine in the pump, but didn't know any other details. The indication for use was non-malignant pain. It was reported that the patient's first pump was replaced on (B)(6) 2008 because there was an issue with the battery. The patient was not certain what exactly the issue was. No symptoms were reported and no further complications were expected or anticipated.